Event description:
Once screwed into peg tube it can "lock' into the connection and difficult to remove. Where removing feeding tube from the peg the connection was "so locked", pressure was exerted the plastic part of the connection snapped off. No pt harm.